Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Clinical mentions that the patient has severe mvr. While implanting pump via tee the doctor faced a lot of artifacts which made the insertion process complex. Due to the artifacts the tee was obstructed and the doctor felt as per his experience that the pump had ventricular access. The artifacts are a result of mostly patient condition and the patients diseased mitral valve. Therefore, the root cause of the positioning issue was patient condition related to diseased valve. Corrections to the initial MFR report: b1-selected adverse event. B2-selected death and added date of death. B5-mso review. D4-model number. Added d6a/d6b. F6/f8 should have been left blank. H1-type of reportable event changed to death. H6 added impact code 1802.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Event description:
The user facility reported a 56-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had an impella 5.5 implant and the physician was unable to clearly visualize position of wire/pigtail inside of ventricle due to severe artifact on tee (transesophageal echocardiography). The physician believed the pump was in the correct position, however when the pump was turned on there were no flows and position in aorta alarm was seen on aic (automated impella controller). The pump was removed and it was determined that the impella had become folded over on top of the aortic valve. A new pump was successfully inserted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.